Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of dots was confirmed. Significant latency in the connection quality and the presence of dots on the egm were noted. Loss of blue-tooth connectivity was also found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure following connection of the mobile programmer application with the cardiac resynchronization therapy defibrillator (crt-d) white dots were displayed for the electrograms (egm) and electrocardiogram (ECG) after changing from the analyzer to the crt-d in the application. No markers were visible. It was possible perform testing of the crt-d however egms were not displayed. The user ended the session and attempted to reinterrogate the crt-d which was unsuccessful. An alternative mobile programmer application was used to interrogate the crt-d. The crt-d was successfully implanted and remains in use. It was noted on analysis of the mobile programmer application that loss of blue-tooth telemetry had occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of white dots were displayed for the electrograms (egm) and electrocardiogram (ECG) after changing from the analyzer to the crt-d in the application and no markers were visible was confirmed. Loss of blue-tooth connectivity was also found. Correction: h6 eval code result h6 eval code conclusion h11 addt manufacturer for MDR medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.